Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectosigmoidectomy, while stapling, the stapler stopped, the device was unable to fire, the surgeon was unable to press the green button and squeeze the handle. Another product was used to resolve the issue. There was no patient injury.